Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited a 315 error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was determined that the 315 error occurred due to a damaged scope connector. Olympus will continue to monitor field performance for this device.